Manufacturer narrative:
Legal manufacturer: (B)(4). The customer reported a loss of audio function on the cscs v1. Per follow-up with the customer, there was no related adverse patient consequence, nor allegation that the issue led to a missed patient event. The biomedical engineer rebooted the cscs v1 which restored the audio function. Per review with ge healthcare (gehc) engineering, this event was determined to be related to a previously investigated issue wherein the cscs v1 device may lose audio function. The visual alarms are still present and active. If the patient is also connected to a bedside device, the alarms at the bedside monitor are unaffected. Gehc attempted to reproduce the issue with similar devices in a test lab, reviewed device performance log files for other devices that showed the same issue, and performed extensive historical data analysis along with technical design review. Gehc was unable to determine a definitive root cause for the loss of audio function. Gehc continues to evaluate incoming complaints and investigate where appropriate.

Event description:
The customer reported a loss of audio function on the cscs v1. There was no related adverse patient consequence.